Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an increase in pacing impedance, from 600 ohms at implant to 2250 ohms currently. Threshold and r-wave measurements were within normal range. A guidant technical services (ts) consultant discussed the possibility of a conductor continuity issue, recommended additional evaluation, and suggested placing a new rate/sense lead. To date, there have been no reported patient symptoms associated with this clinical observation.